Manufacturer narrative:
Investigation conclusion: the investigation of the returned sofia catheter found a flattened section at 51cm from the strain relief, narrowed at 113cm from the strain relief, and flattened at 1cm from the distal tip. The catheter was observed to be collapsed at the narrowed section; furthermore, a wire from the catheter lumen was found dislodged in the distal end of the device, which is consistent with the alleged product issue. The wire appeared to have originated from the collapsed narrow section of the returned sofia catheter. An in-house microcatheter was attempted to be advanced through the sofia during functional testing but was unable to advance past the narrowed section. The physical evaluation of the device could not identify the conditions or circumstances that led to the flattened sections of the catheter, but the damage is consistent with the device experiencing forces exceeding the catheters yield strength. The stent retriever or microcatheter used in the procedure were not returned for evaluation, so the investigation could not determine if they had caused or contributed to the dislodged coil.

Manufacturer narrative:
A search for non-conformances associated with this part / lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was stated to be available for return to the manufacturer for evaluation but has not yet been returned. The reported issue could not be confirmed. If the device is received at a later date, an investigation will be performed and a supplemental MDR will be submitted.

Event description:
It was reported that the complaint occurred during an emergency stroke treatment (p1 occlusion). After a stent retriever maneuver with a stent retriever, using solumbra technology, damage / defect was noticed after the stent retriever was pulled through the sofia (part of the wire - presumably from the sofia internal workings - was visible at the tip). This was noticed while inside the patient when an attempt was made to guide a microcatheter through the sofia and it did not come out of the sofia. The sofia was then exchanged and replaced with a new one. The case was successfully concluded with this sofia. The patient has no symptoms or neurological deficits.